Event description:
It was reported that the pump touchscreen was unresponsive. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. During troubleshooting with technical support, the pump was reset resolving the issue, and the customer continued to use the pump for insulin therapy.